Event description:
Healthcare professional reported right side prosthesis with irregular edges and internal echoes, rupture and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Trend summary confirmed: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2195965: (B)(6) device appears to trigger rejection, e2303 capsular contracture. Device not returned to device analysis. The search criteria of these queries are mentioned on (B)(4) wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. DHR issue found. Additional, changed, and/or corrected data: a4, a5, a6, b5, h6.

Event description:
Healthcare professional reported right side prosthesis with irregular edges and internal echoes, rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.